Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17987300 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the precise pro rx 5x20 stent could not reach the lesion through the distal catheter. The operator failed several attempts and found that the stent was released in advance. There was no reported injury to the patient. Multiple attempts were made without success to obtain the device and additional information.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 and h6. The precise pro rx 5x20 stent could not reach the lesion through the distal catheter. The operator failed several attempts and found that the stent was released in advance. There was no reported injury to the patient. Multiple attempts were made without success to obtain additional information. The product was returned for analysis. A non-sterile unit of precise pro rx 5x20 stent delivery system was received for analysis coiled inside of a clear plastic bag. Per visual analysis the device presented two kinks located approximately at 23.5 cm from the distal tip and 18.5 cm from the proximal end. The stent is fully deployed and was not returned for analysis. The hemostasis valve was returned tight closed. No other anomalies were noted. Dimensional analysis was not performed due to the severe kinked condition of the returned unit. Per functional analysis the deploying mechanism was actuated manually finding no anomalies. A product history record (phr) review of lot 17987300 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses~ deployment difficulty - premature/in patient - during advancement¿ was not confirmed through analysis of the returned device as the device was fully deployed. Procedural images were not provided for review. The exact cause of the event could not be determined during analysis. However, two kinks were observed on the device. The exact cause of these damages observed on the device could not be conclusively determined during the analysis. Procedural and/or handling factors might have contributed to this issue. According to the instructions for use, which are not intended as a mitigation of risk, ¿preparation of stent delivery system caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. A. Open the outer box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. E. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. F. Close the stopcock attached to the tuohy borst y connection. G. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the precise pro rx 5x20 stent could not reach the lesion through the distal catheter. The operator failed several attempts and found that the stent was released in advance. There was no reported injury to the patient. Multiple attempts were made without success to obtain additional information. The device was returned for evaluation.

Manufacturer narrative:
After further review of additional information received. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the precise pro rx 5x20 stent could not reach the lesion through the distal catheter. The operator failed several attempts and found that the stent was released in advance. There was no reported injury to the patient. Multiple attempts were made without success to obtain the device and additional information.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the precise pro rx 5x20 stent could not reach the lesion through the distal catheter. The operator failed several attempts and found that the stent was released in advance. There was no reported injury to the patient. Multiple attempts were made without success to obtain additional information. The device was returned for evaluation.